Manufacturer narrative:
Product event summary: the pscc100 catheter was returned and analyzed. On the spiral array segment, the nitinol wire was observed to be bent in the distal arm transition, the spiral array pebax tube was observed to be kinked and a dent mark on tip was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions; no anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported tissue on the distal tip was not confirmed; however, the catheter failed returned product inspection due to dent marks on the tip, spiral array pebax tubing kinked, and nitinol wire in the spiral array distal arm transition was observed to be bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire kinked. The guidewire and catheter were removed and tissue was adhered at the tip of the catheter. The catheter and guidewire were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.